Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity. It was reported the patient was having surgery on (B)(6) 2019 to have their device pocket revised. The patient stated they have gained weight which has caused the pump to flip. The patient also stated their doctor has specified that the pump was now too deep, also caused by the weight gain. No further complications were reported or anticipated.